Event description:
A report was received that the patient was experiencing pain. The physician does not know what was causing the pain. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain. The physician does not know what was causing the pain. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information cannot be obtained regarding the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.